Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The customer had the oxygen connected while performing testing. The fse advised the customer to disconnect the oxygen and the unit passed testing. The customer was sent the most recent service manual and user manual. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed the low-pressure leak test. There was no patient involvement.